Manufacturer narrative:
(B)(4).

Event description:
Patient gender: unknown. According to the reporter: surgeon inserted the trocar and the blade fell off into abdomen. Went in easily with no force. Surgeon retrieved blade from the cavity and used another trocar. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. The operating time and incision were not extended as a result. There was no unanticipated tissue loss. A new instrument was used to complete the procedure. No patient injury was reported.